Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle drive (nd) instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, mega suturecut needle drive (nd) instrument stopped gripping the suture and the surgeon noticed the cable was broken and was unable to close the jaws completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (isi clinical sales associate) and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary, observed. The surgical task was being performed when the issue occurred were positioning mesh for inguinal hernia. The instrument did not collide with any other instrument or tool during the procedure. The instrument would not completely close. She repositioned the instrument on the mesh and the saw issue occurred. When she opened the jaws, a broken cable was noticed. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There was one cables visibly protruding from the distal end of the instrument. The protruding cable(s) was the one(s) that controls opening/closing of the jaws. The protruding cable(s) was not the one(s) that controls up/down motion of the wrist. No fragment fell inside the patient. Patient demographics were not provided. On 08/22/2024, intuitive surgical, inc. (Isi) received mw5157863 stating: davinci mega suturecut needle driver wire snapped while in use. All pieces retrieved, removed and instrument replaced with no delay or harm to patient.